Manufacturer narrative:
(B)(4) for the reported event of balloon deflation failed. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the balloon had difficulty fully deflating post-dilation. The balloon was detached from the inflation device in order to be manually deflated but still was unable to be deflated enough to be pulled through the channel. The endoscope was pulled out with the balloon in place, and the balloon was cut to be removed. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.